Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-01412 and medwatch 2210968-2013-26172 and medwatch 2210968-2014-01148. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and bleeding. It was reported the patient experienced mesh erosion and recurrent stress urinary incontinence and underwent revision of anterior vaginal mesh and placement of mesh sling on (B)(6) 2008. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01412. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01412. The same patient is represented in each medwatch